Manufacturer narrative:
Correction: b1 product problem selected incorrectly. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000143547.

Event description:
It was reported the patient is unable to enter MRI mode. A lead diagnosis was performed and revealed high impedance on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.